Manufacturer narrative:
Retainer ring = black customer returned insulin pump for an alleged unresponsive keypad and high bg found on 22-sep-2021. Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720. All buttons function properly. Device was cut open to perform visual inspection and found moisture damage on the electronic stack. The j1 connector on pcba 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thus. No stuck key alarms noted during testing, however, a stuck key alarm was found in the history file on (B)(6) 2021 at 03:06:54.000. Device passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked case and cracked case-corner of belt clip rails. In summary, insulin pump passed all required testing. Unable to verify customer alleged for high bg. Stuck button alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump buttons were not responding. It was reported that the insulin pump buttons were not pressed for more than 3 minutes. It was reported that insulin pump was not dropped. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis